Manufacturer narrative:
(B)(4). D6a: implant date in (B)(6) 2011. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at an unknown timeframe post-implantations, the patient received significant treatment; will require surgery and therapy; and has sustained an unknown permanent disability due to failed hip implants. The patient has experienced pain, loss of balance, dizziness, difficulty walking, upset stomach, elevated cr and co levels, metallosis, tissue dehiscence, necrosis, hypertrophic scarring, antalgia, and lumbar strain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.